Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implant of a 2.5 x 23 mm xience v stent, in the first marginal branch, a dissection was noted. Balloon angioplasty was performed to treat the dissection and timi 3 flow was recovered. No additional event or pt info is available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors, including lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)". It is likely that the ptci is a secondary effect of the dissection. A conclusive root cause cannot be determined.